Event description:
It was reported there was a lead warning that occurred approximately three months prior for the right atrial lead. The lead had oversensing noted on stored atrial high rate episodes. When the lead warning was triggered the polarity of the lead changed to unipolar. It was also indicated the unipolar impedance was higher than the bipolar impedance. The polarity was reprogrammed back to bipolar and the lead is being monitored while it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was also reported that the lead had an additional lead warning for low impedance, numerous mode switches and noise.